Event description:
A customer contacted beckman coulter inc. (Bci) regarding 20 false high creatinine (cre) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory; however, the samples were rerun on another instrument and the results were amended. Patient #6 results were not provided by the customer. It is unknown if patient treatment was initiated or withheld with regard to this event.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010. The pdn verified that the patient did not have any adverse outcome associated with this incident. There was no patient injury and no need for medical intervention. The pdn stated the patient knows the proper procedures and advised that the patient's son helps her with the therapy. The patient has continued with the therapy with no similar issues. This complaint for a system error 2240 (air in set) that occurred during dwell 6 of 8 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice (hc) machine during dwell 6 of 8. The registered nurse (rn) stated the unused supply and final lines on the front of the hc were unclamped. The baxter technical service representative advised the rn to start over with new disposables or finish via a manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.